Event description:
The patient applied a v-go on (B)(6) 2020 and he noticed the needle button had released on its own. The patient pushed the needle button back in wore the v-go for 24 hours. The patient removed the vgo 24 hours later and noticed the grey indicator had not moved and that it was still in the starting position.